Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, guidewire entrapment with a balloon catheter occurred. The physician was attempting to treat a 90% stenosed lesion located in a non-calcified, moderately tortuous arteriovenous fistula of the brachial artery. The physician encountered significant resistance while advancing the 135 cm transend guidewire to the lesion. Once the guidewire was in place, an unk balloon catheter was advanced over the wire. The balloon catheter became stuck on the 135 transend guidewire during advancement. The guidewire and balloon catheter were removed together as a unit. The procedure was completed with another guidewire. There were no reported pt complications. The pt's status is listed at "good".

Manufacturer narrative:
(B)(4).